Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo_12.1 implantable collamer lens, of diopter -13.0/1.0/178 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a different model and longer length lens due to low vault. This resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
Claim # (B)(4).